Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at 4mm depth with moderate paravalvular leak (pvl) post-implant. A balloon aortic valvuloplasty (bav) was performed with no reduction of the moderate pvl. Subsequently, a second valve was placed with mild pvl post-implant. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The issue was successfully resolved through the implant of a second valve, which reduced the pvl to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Without return of the product, and with the limited information available, no definitive conclusion could be drawn regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).